Event description:
It was reported that customer had long-standing difficulty charging pump and using upload feature, and charging port appeared to be faulty despite multiple attempts to connect. There was no reported impact to the customer¿s blood glucose level. Customer and support team had already tried different browsers, computers, and cables without success, and technical support was asked to organize pump replacement and arrange contact with french-speaking agent for follow-up.